Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the reported issue patient occulsion circuit error. Troubleshooting was conducted, including autocycling while conducting ovp (operation verification procedure) (tidal accuracy), replacing the diaphragm and rubber elbow, and resetting gde (no display monitor was not the issue), gde was replaced after troubleshooting.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other- at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.

Event description:
It was reported to vyaire medical that avea ventilator had a message of "peak circuit block" when powered on and asked for two castor replacements. There is no patient involvement associated with this reported event.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of (10-dec-10) and was not subject to UDI requirements.